Event description:
A peritoneal dialysis (pd) patient contact reported the power cord connection on the rear of their cycler was loose and made sparking noises. It was reported that sparks were observed from the rear of the cycler. The patient was advised by the pdrn on call to discontinue use of the cycler. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A replacement cycler was issued to the patient. The machine hours were unknown. Upon follow up the pdrn reported that there was no damage observed on the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported the power cord connection on the rear of their cycler was loose and made sparking noises. It was reported that sparks were observed from the rear of the cycler. The patient was advised by the pdrn on call to discontinue use of the cycler. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A replacement cycler was issued to the patient. The machine hours were unknown. Upon follow up the pdrn reported that there was no damage observed on the cycler. It was confirmed that the patient did not observe any burning smell, smoke, flame, or arcing.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, and on the pump molded clamp. There were no visual indications of particulates within the cassette area, and no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No evidence of physical damage was found on the rear panel or on the power entry module. The cycler underwent and passed a the catch-post hipot test, patient hipot test, and current leakage test. Additionally the touchscreen test and voltage calibration check also passed. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and found no discrepancies. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The source of the dried fluid could not be determined. A loose, extra screw was found on the bottom cover, under the baseplate. No evidence of physical damage was found on the inside of the rear panel, near the power supply, or on the back of the front panel. No physical damage found on either of the internal boards or sub-assemblies. All ground screws were properly secured. All electrical testing passed, no evidence of an electrical spark was reproduced during the investigation. Upon completion of the evaluation, cause was traced to manufacturing, and the cause was determined to be an extra screw found inside the liberty cycler.